Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. This fault was attributed to moisture and corrosion within the device that had damaged the on/off circuitry. Due to the extent of the corrosion on the pcba and the damage this had caused to critical circuits, no further investigation could be carried out. It is unclear how the moisture had penetrated the device, however the corrosion on multiple components would indicate the device had been in the presence of moisture for a prolonged period. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted their distributor to report that their device had an on/off defect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted their distributor to report that their device had an on/off defect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.